Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the pump is over infusing.

Manufacturer narrative:
Other text: h6: event methods, evaluation, and conclusion codes: updated. One device was received for investigation. During visual inspection no damage or anomalies were observed with the device. The reported issue was confirmed during functional testing when the device infused at a rate above specification. The issue was traced to the device expulsor, which was determined to require adjustment however, no root cause could be assigned for the condition of the expulsor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device expulsor was trimmed to bring the infusion rate within specification.